Manufacturer narrative:
As per the IFU, "if the locking screw or the axis pin is not fully tightened, the construct may loosen, shift, and/or disassemble." Testing of this product has determined that, if tightened properly, the construct will not disassemble under normal conditions. It appears that this screw was not tightened properly, resulting in the loosened implant.

Event description:
Dr. (B)(6) performed x-rays about a month post-implantation and found that the connecting screw of the ijs-e implant had backed out and migrated distally under the olecranon. This screw is a component of the implant which secures both connecting rods to each other and is not installed into bone. The surgeon has decided to leave the implant as is and immobilize the patient.